Manufacturer narrative:
The reported condition of over-infusing was not confirmed or duplicated; therefore, an assignable cause cannot be determined. Should additional information become available, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which one of the channels has been over-infusing in the ward. There is no patient involvement. No patient injury or medical intervention was reported related to this device. This device utilizes user interface module master software version 7:01:00 categorized as unremediated.